Manufacturer narrative:
Concomitant medical products: dtmb1d4, crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with palpitations. It was noted that the left ventricular (lv) lead capture threshold measurement is greater than the programmed outputs. The lead remains in use. No further patient complications have been reported as a result of this event.